Manufacturer narrative:
Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation.

Event description:
It was reported that the device was used during an unknown procedure, the clamp arm broke and fell into the patient. The piece was retrieved with no consequence to patient.